Event description:
It was reported the stretcher will intermittently lower abruptly approximately 6-8 inches when the down button is pressed. There was no reported patient incident or injury associated with the reported issue.

Manufacturer narrative:
An authorized field technican was dispatched to conduct a visual and functional evaluation of the subject stretcher at the customer's location. The reported issue was confirmed, the actuator was replaced and the stretcher was returned to service.

Event description:
It was reported the stretcher will intermittently lower abruptly approximately 6-8 inches when the down button is pressed. There was no reported patient incident or injury associated with the reported issue.